Event description:
It was reported that the downstream occlusion (dso) seal had cracks and the device needed checked for occlusion. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged dso seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.